Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s parent reported via phone call that the customer experienced high blood glucose of 400 mg/dl and the insulin pump had a flashing display. Customer also reported that insulin pump alarmed for insulin no delivery alarm. Customer performed troubleshooting for no delivery alarm which was resolved by changing the complete set. Customer states that they were getting lost sensor and sensor updating alert. Sensor and insulin pump were returned for analysis.